Manufacturer narrative:
(B)(4). Unit received with blank display due to moisture damage electronic assembly. Moisture damage motor assembly. Unable to perform functional test due to blank display. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had exposed to moisture and blank display. The customer¿s blood glucose level was unknown. The customer stated that the pump was filled with fluid in the pool. The customer stated due to fluid in the display did not do self-test as pump needs to be replaced. The customer was advised to disconnect from the pump. The customer was advised to remove the reservoir. The customer was advised to dry reservoir compartment with a lint free cloth or sterile gauze. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.